Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported, a problem with transferring files from the satellite printed circuit to the flash drive. The issue was solved by rebooting the printed circuit. Since the event occurred after use of the device, there was no pt involvement during this event.